Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 was failed and required maintenance. A field service engineer identified that smart half-height drawer 2-1 and all associated sub-pockets had failed, reseated the row board connection on the drawer controller. Tested the drawer using the hardware test application and verified proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and required maintenance. Customer tried to reboot the station, but issue failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.